Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump experienced malfunction alarm after pump got wet, and pump did not turn off even after customer followed reset steps with support. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.